Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed no damage. The jaws were not stuck shut with tissue between them and when latched closed, the jaws aligned properly to each other. The knife extended and retracted normally when activated with the trigger. The knife was not damaged. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid. Tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws were not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that during surgery to repair an intestinal perforation, the device could not be opened after sealing. The device was cut from tissue. There was no pt injury.